Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to the patient's infection. It was reported the patient's skin was red on the device pocket and along the electrode. During the extraction, the pocket area and the area around the electrode were observed to be very infected. It was noted the patient had a previous transvenous system explanted due to infection; the physician had not yet decided if the patient would have another system implanted as the indication was for primary prevention. No additional adverse patient effects were reported.